Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Reportedly, a 24fr sheath was used. The electronic proglide instructions for use (eifu). The perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 21f sheaths. For sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the IFU deviation likely did not contribute to the reported difficulties . The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The additional proglide device referenced is filed under separate medwatch report number.

Event description:
It was reported that sutures of two proglide devices were preplaced in a common femoral artery using the preclose technique prior to an endovascular aneurysm repair (evar) procedure with a 24f sheath. Reportedly, after preplacement of the proglide sutures and the evar procedure was performed, when advancing the knot, the suture snapped with two proglide devices. Two additional proglide devices were used for successful suture placement and hemostasis was achieved using the sutures from the two additional proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.